Event description:
It was reported that the patient presented to the emergency room for passing out and falling. The interrogation of the implantable defibrillator revealed no therapy was delivered due to the programmed discriminator. The patient went home and had another near syncopal episode. The physician feels the patient experienced true ventricular tachycardia which the device withheld therapy due to the programming. The physician felt therapy was warranted for this rhythm and programming options were discussed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was oversensing and 1 - ventricular fibrillation= 210 ms average v-cycle.